Event description:
It was reported that the audio bolus keypad button had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to intact. All of the keypad buttons were found to be responding appropriately. The keypad was removed and no button contact defects were found. Unrelated to the complaint, the audio bolus button was found to be torn. A damaged bolus button will allow contamination to permeate the button contact negatively impacting the button function; this issue is obvious and detectable to the user and should alert the user to discontinue use of the device. Also unrelated to the complaint, the display screen was found to be faded and miscolored.